Manufacturer narrative:
(B)(4). Date sent: 12/9/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one psee45a device was received without sterile packaging and with a gst45g reload present. The reload was received unfired, with 5 double driver and 2 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. Upon visual inspection dry lubricant was noted in the jaws area. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. During manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reload: gst45g, 363a36, unfired. Unfired, with 5 double driver and 2 single drivers missing, in addition the reload pan was noted to be partially dislodged from left proximal side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the psee45a device, excessive lubrication. The product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one psee45a device was received without sterile packaging. Upon visual inspection dry lubricant was noted in the jaws area. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. During manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,according to the information received, the psee45a device, excessive lubrication. The product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one psee45a device was received without sterile packaging and with a gst45g reload present. The reload was received unfired, with 5 double driver and 2 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. Upon visual inspection dry lubricant was noted in the jaws area. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. During manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reload: gst45g, 363a36, unfired. Unfired, with 5 double driver and 2 single drivers missing, in addition the reload pan was noted to be partially dislodged from left proximal side. Device history lot: null,null. Device history batch: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history review: null,null. We received a psee60a with the lot number 222a8. However, in the complaint file the psee60a has a lot number of 222a84. Can you please confirm the correct lot number for the psee60a? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a lobectomy when they opened four devices they had excessive lubrication on the shaft. A fifth device was used to complete the case with no patient consequences.